Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed upper out of range high voltage lead impedance measurements in all three vectors. Performing a defibrillation threshold test to further evaluate the lead was recommended. The patient presented to the hospital for treatment after experiencing severe dehydration. The patient was discharged and will continue to be monitored.